Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was experiencing headaches and the device was turned off. The patient has a history of migraines and noted previously that headaches still occurred while the device was off. However, the patient has left the device off and has no plans to use the device.

Manufacturer narrative:
Follow-up indicated that the device is off and the patient is currently awaiting further MRI scans. The patient is being continuously monitored by a physician. The device was not removed. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no issues were found.